Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to subarachnoid hemmorhage (hemorrhagic stroke). International normalized ratio 2.0 at admission on (B)(6) 2019, earlier previous week international normalized ratio was 8 on (B)(6) 2019. The stroke was not considered device related. No surgical interventions performed, clinicians were going to take him to the operating room to attempt to treat stroke but patient deteriorated too quickly. Anticoagulation reversed as only intervention. Patient was non-compliant on coumadin, supratherapeutic international normalized ratio was common for him. No device issues. Computer tomography (CT) upon admit showed large volume subarachnoid hemorrhage with left frontal parietal hematoma, and 1.3 centimeter rightward herniation. Vad turned off and support withdrawn on (B)(6) 2019. Pump will not be returned as patient passed away with device implanted.